Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: at analysis it was noted that the battery contacts were dirty, the attachment ring was bent, o-ring for the battery drawer was missing and both bail covers were cracked. It was noted that the unit passed the incoming test that was performed. (B)(4).

Event description:
It was reported that the external pulse generator powered off after the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.